Event description:
It was reported that the blade broke at the mount during a total knee replacement procedure. It was further reported that the broken piece was removed from the surgical site and that the procedure was successfully completed. No adverse consequences were reported.

Manufacturer narrative:
The blade subject to this complaint was returned for evaluation. It was visually confirmed that both tabs were broken. Measurements carried out on the blade confirmed that all features conformed to required specification. The lot no. Was not available to assist further investigation. The root cause is determined to be multi-factorial. Handpiece: system 6 saggital saw.